Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had no audio output. While troubleshooting, nihon kohden technical support (nk ts) discovered that one of the cables at the back of the device had been unplugged. Plugging it back in resolved the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: during troubleshooting, it was identified that one of the cables was unplugged. This is likely the audio cable. As the audio cable was unplugged, there would be no audio coming from the cns. Although not definitive, it is likely that a user had inadvertently unplugged the audio cable, or the audio cable connection was missed during set up. The most probable cause of the issue is user error, and inadequate cable management. The issue is related to user error. If the audio cable of the device was connected as it should be, the issue would not have occurred. As such, no CAPA is warranted. (B)(6) 2020 emailed the customer via microsoft outlook for concomitant medical device information: no reply was received. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no audio output. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no audio output. While troubleshooting, nk ts discovered that one of the cables at the back of the device had been unplugged. Plugging it back in resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no audio output. No patient harm was reported.